Manufacturer narrative:
The analyzer cannot generate results when these types of error codes are given. The customer gave no indication of falsely low patient sample results. However there was corrosion present on analyzer sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. (B)(4) testing of the analyzer with blood lead controls generated erratic qc results. Customer had been running qc appropriately, and conducted a patient sample look back to the date of the last qc that was in range. (B)(4) provided the customer with a new instrument, additional training, and additional information on analyzer maintenance. No further issues of this nature have been reported by this customer. Late filing is part of (B)(4).

Event description:
Customer complaint of used sensor errors intermittently since (B)(6) 2017. When these errors occur, no results are reported. Analyzer was performing as expected in generating those error messages however customer continued to run the analyzer. No reported injuries occurred as a result of this issue.